Event description:
Philips received a complaint on the v60 ventilator indicating that a 110b (proximal pressure sensor auto zero failed) and 1109 (machine pressure sensor auto zero failed) error code had been produced by the ventilator. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the no service had been completed on the device recently. The rse provided the customer with the part information for the solenoids and the data acquisition (da) printed circuit board assembly (pcba). The customer told the rse that they would check the solenoid valve pins and then order parts if needed. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the no service had been completed on the device recently. The rse provided the customer with the part information for the solenoids and the data acquisition (da) printed circuit board assembly (pcba). The customer told the rse that they would check the solenoid valve pins and then order parts if needed. Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.